Event description:
A luer hub on the PICC line was cracked. The patient required placement of a peripheral IV following removal in order to complete planned course of IV antibiotics. Additional painful, invasive procedure that the patient was subjected to. Manufacturer notified of incident, we are continuing to monitor these occurrences. Reinforced with staff the importance of not over-tightening the end cap on the luer hub of the catheter.